Manufacturer narrative:
(B)(4). Opening issues, clip. The device was not fired across some hard object like existing clips. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any feeding issues. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip became "not to be fed" into the jaw from the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.